Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on (B)(6) 2009. After the surgery, patient experienced severe pain and discomfort, expressed symptoms indicating a loose implant, and will ultimately undergo revision surgery. She has also suffered loss of muscle mass, loss of sleep, has difficulty maintaining her balance, and walks with a limp.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.